Event description:
It was reported that the patient was found passed away at home on (B)(6) 2022. The pump was not explanted.

Manufacturer narrative:
The patient weight is unavailable. Information requested. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and the reported patient outcome could not be conclusively determined through this evaluation. The account reported that the patient was found expired at home on (B)(6) 2022, and the cause of death was unknown. The pump was reportedly still running when the patient was found. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. It was reported that heartmate ii lvas, serial number (B)(6) , was not explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.